Manufacturer narrative:
Method: ECG was reviewed for this incident. Result: ECG present during analysis. Device labeling and voice prompts provide instructions on how to address artifacts. Conclusion: this report is being filed as it cannot be concluded that recurrence will not result in a delay of therapy.

Event description:
Artifact present during AED deployment. (B) (4).